Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, serial/lot #: -, ubd: , UDI#: h3, h6: multiple fdd/annex a codes were reported. A05 was coded for localizer faulted, bump detector battery fault, bump detected, and internal temperature exceeded. A1102 was coded for localizer faulted message. A12 was coded for "camera was having connection issues". No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the "camera was having connection issues". There was a localizer faulted message. The network device interface (ndi) toolbox had a bump detector battery fault, bump detected, and internal temperature exceeded. Delay information was not provided. It was unknown if there was an impact to the patient.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, hardware parts were replaced. Additional information was not provided. Previously reported codes, c20 and d15 are applicable as well as newly reported code, b01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.